Event description:
It was reported that during a procedure, during self test, the generator stated that the instrument was the problem. The procedure was completed with another device of the same product code. There was no pt consequence.